Event description:
Information was received that a smiths medical pneupac parapac ventilator had "low pressure". No adverse patient effects were reported.

Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in good condition. Functional testing was performed by connecting 50psi of oxygen to device. The manometer rose to 10cmh2o. Based on the evidence the complaint was not confirmed.